Event description:
It was reported that two infants were found with 1/4" to 1/2" long scabbed lacerations of their scalp. Both infants were born to mothers who had amniotomies performed with amnihooks and no internal monitoring. These lacerations were significant and assessed throughout hospitalization by the covering pediatrician. The occurrences were with two different doctors. A returned sample was inspected by the MFR, during which it was determined that the unit was normal and function. During manufacture, the units are 100% inspected for potential issues.